Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and cartridge to resolve the issue. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 140 units of insulin. Customer was able to load a new cartridge to resolve the issue. Customer's blood glucose level was 208 mg/dl.